Manufacturer narrative:
At this time, the explanted lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented for a device check. Interrogation revealed high, out-of-range pacing impedance measurements and no capture on the right ventricular (rv) and left ventricular (lv) leads. The patient was transferred to another facility for a lead extraction. It was reported the lv lead was able to be removed on (B)(6), but the rv and right atrial (ra) leads could not be explanted. The device was programmed with tachy therapy off and a laser lead extraction was performed the next day. On (B)(6) a new rv lead was implanted and the ra and rv leads were removed. The device remains in service with the new rv lead. No new ra or lv leads were implanted. No additional adverse patient effects were reported.